Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient was patient presented with painful right hip. Surgeon believed this to be from fibrous ingrowth rather than bony ingrowth. It was also reported that the femoral component was well fixed. Plan removal of acetabulum components and placement of new cup combination.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.